Event description:
The manufacturer was made aware of a user's allegation of interference to her pacemaker as a result of the magnetic clips in the amara view mask headgear. The user reported she was hospitalized for a very low heart rate at the end of (B)(6) 2019 (exact date of occurrence is unknown), and was diagnosed with acute pacemaker failure, which resulted in pacemaker replacement. The user stated she was unaware the amara view mask she purchased in (B)(6) 2019 had magnetic clips, and informed her durable medical equipment (dme) supplier of the occurrence of the event just recently when she realized the mask had them. The user continued to use the mask with the magnetic clips after the event and pacemaker replacement with no further issues, but was switched to plastic clips by the dme in early (B)(6) 2019. The user stated she did not look at the manufacturer's instructions for use until recently, and had not seen the warning in the labeling regarding use of this mask with magnetic clips when a user has an implanted device such as a pacemaker. No product was returned for investigation. Instructions for use warn the user "the headgear clips contain magnets. Contact your healthcare professional before you use this accessory. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants." There have been no other similar adverse events reported by the manufacturer. The manufacturer will continue to monitor complaints, and concludes this is an isolated incident.